Event description:
It was reported that balloon rupture occurred. The patient presented for stent graft. The 90% stenosed target lesion was located in the moderately tortuous right external iliac artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation through a non-boston scientific (bsc) introducer sheath. However, during inflation, the balloon did not inflate and blood was seen flowing into the indeflator. The physician determined that the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented for stent graft. The 90% stenosed target lesion was located in the moderately tortuous right external iliac artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation through a non-boston scientific (bsc) introducer sheath. However, during inflation, the balloon did not inflate and blood was seen flowing into the indeflator. The physician determined that the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the guidewire lumen 63mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a hole in the guidewire lumen which would cause the balloon the fail to inflate and blood to flow into the indeflator.